Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental report being submitted due to the completion of the lab evaluation on 28-feb-2023.

Event description:
Supplemental report being submitted due to update the description of event and the completion of the investigation on the 04-aug-2023. User detected the stent cannot be released as expected and the flexor broken.

Manufacturer narrative:
Device evaluation: the evo-fc-10-11-6-b device of lot number: c1957683 involved in this complaint was returned for evaluation, with its original packaging. With the information provided, a physical examination and document-based investigation was conducted. The devices involved in the complaint were evaluated in the laboratory on the 28th feb 2023. The returned device lab findings and observations can be referred through the attached files. On evaluation of the devices the following was observed: visual inspection: red safety tab not returned. Safety wire still in place. Red marker at 11th dimple. Directional button in deploy position. Flexor broken observed just below the zip port. Functional inspection: handle actuating fine for deployment and recapture. Stent unable to be deployed due to flexor break. Safety wire removed with no issues. Following the evaluation of the device additional information was requested to identify if/where the safety wire was observed broken. From additional information provided: "after communication with sales rep. The description should be the stent cannot be released as expected and the flexor broken." Manufacturing records: prior to distribution, all evo-fc-10-11-6-b devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for evo-fc-10-11-6-b of lot number: c1957683 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred with lot number: c1957683. Instructions for use and/label: the notes section of the instructions for use, ifu0062, which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ there is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to the torturous patient anatomy, causing a build-up of pressure and resulting in the flexor breaking and causing issue reported. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Corrective action/correction: complaints of this nature will continue to be monitored for potential emerging trends. Summary of investigation: according to the customer, the stent cannot be released as expected and the flexor broken confirmed quantity of 01 device, confirmed used. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a possible root cause could be attributed to the torturous patient anatomy, causing a build-up of pressure and resulting in the flexor breaking and causing issue reported. Complaint is confirmed based on visual and/or functional inspection.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
User detected the safety wire and outer sheath broken during procedure. "A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence." 1. At what stage of the procedure did the complaint occur?(when unpacking or preparing the evolution, while inserting the evolution in the patient, during stent placement, while removing the introducer, or during stent repositioning/removal) stent placement evolution, evolution. 2. What endoscope type and channel size was used? 4.2 channel size endosocpy 4.2. 3. What was the position of the elevator? Was it opened or closed? Open. 4. Details of the wire guide used (diameter, type, make)? Metii-35-480, metii-35-480. 5. Was the zip port facing upwards and slightly curved when backloading the wire guide? Yes. 6. Did any part of the stent contact the patient¿s anatomy when the complaint occurred? Yes. 7. Please advise the anatomical location of the intended target site. Bile duct. 8. How long was the stent in the patient by the time this complaint occurred? 10 minutes. 9. For devices where the IFU states for longer term patency has not been established, was periodic evaluation complete and how often? Unknown. IFU. 10. If yes, how often was this completed? 11. Did the patient require any additional procedures as a result of this event? No. 12. What intervention (if any) was required? 13. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? 14. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? 15. If yes, please specify what was observed and where on the device it was observed. Stricture information: 1. What was the length and diameter of the stricture? 4 cm, 4cm. 2. Where was the stricture located in the body? Common bile duct. 3. Was there resistance felt passing wire guide through stricture? No. 4. Was there resistance felt passing the evolution through stricture? No. 5. Was the stricture dilated before stent placement? No. Questions related to during insertion into patient. 1. Was the product inspected for kinks or damage before use? Inspection. 2. Was resistance felt during insertion into patient? If yes, at what point? No. Questions related to during stent placement. 1. Did the product fail during stent deployment or recapture? Deployment issue. 2. Was the directional button pressed during use? Yes. 3. Was any part of the stent observed in contact with the patient¿s anatomy at the time of failure? Distal end of stent. 4. Was the yellow marker kept in view during deployment? Yes. 5. Are images of the device or procedure available? Yes. Questions related to during introducer withdrawal. 1. Was final stent placement confirmed using endoscopy / fluoroscopy? If yes, what was used? X-ray. 2. Did the stent open sufficiently to allow withdrawal of introducer safely? Yes. 3. Was the safety wire fully removed before removing the delivery system? No. 4. Did any part of the product snag/get caught with the stent when removing the delivery system? No. 5. Are images of the device or procedure available? Yes. Questions related to during stent repositioning/removal. 1. What instrument was used for stent repositioning / removal? Forceps, snare¿ n/a. 2. Was the lasso (suture) loop used during repositioning / removal? No.